Event description:
It was reported that a button on the infusion device was defective.

Manufacturer narrative:
Shipment of complaint material from russia suspended indefinitely. The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Shipment of complaint material from russia suspended indefinitely.